Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Third party examination of returned device found no evidence of product non-conformance. During the evaluation, no issues were identified with the packaging or labeling. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a shoulder arthroscopy on (B)(6) 2015. During the procedure, the cassette outflow and shaver were mislabeled. Subsequently, a procedural delay greater than thirty minutes resulted. No further information has been provided.